Event description:
The recipient reportedly elected revision surgery to undergo an MRI. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The residual gas analysis result revealed nitrogen that was above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report.